Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspected not there was deformed out coils and cuts in the insulation which were thought to be induced during the explant procedure. The lead passed resistance testing which was completed to assess the electrical performance of the lead. The pressure test failed due to cuts in the insulation of the lead. The helix mechanism test also failed to operate most likely due to dried blood in the mechanism.

Manufacturer narrative:
This rv lead is expected to be returned back for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that after implanting this right ventricular (rv) lead, high threshold measurements were observed. Surgical intervention was performed and during positioning, the helix of the rv lead would not extend/retract properly. The rv lead was removed and replaced and is no longer in service. No additional adverse patient effects were reported.